Event description:
Covidien received info stating that during pt use, the touch screen did not function properly. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).